Manufacturer narrative:
Investigation: at the distributor's request, production mgr, and qual mgmt rep, checked the instrument thoroughly, and reviewed the co's mfg records. The instrument in question was manufactured with lot no. T01-12046563. On 2/23/05, part of of this lot were delivered to the distributor. Our records allow us to trace back delivery of this item until 12/10/02. Since then, some of this article have been sold. During basically the same period, since 1/1/02, a total of substantially equivalent devices have been sold. In connection with complaint, another similar complaint (from same hosp/same product family/same complaint description) was received, for which a separate investigation report is being submitted. To date, these are the only two incidents that have come to our attention. A thorough review of our production documents revealed no non-conformances in materials, mfg processes or any deviations whatsoever when comparing the device(s) with the master sample and/or engineering drawing. They passed the 100% quality and functional control prior to delivery. As part of this investigation we performed a hardening test resulting in a value of 46.6 hrc, which is well within the specified tolerance range of 42 - 48 hrc for this material, medical stainless steel 1.4021 (aisi 420). No material defects could be detected during visual inspection. The functional test after instrument re-assembly revealed no defects. The visual inspection revealed damage to the screw lot of the handle screw (pls. See photograph below) which proves that the instrument had been manipulated and disassembled after delivery even though it is not a take-apart instrument. Conclusion: it is evident that the sliding element had been removed from the instrument and subsequently positioned onto the lower shaft component rather than being securely screwed on. The photograph above clearly shows the damaged screw lot evidencing manipulation of the instrument after delivery. This shows that not only re-assembly was not performed properly but also that the instrument could not possibly have been function-tested prior to reuse. The distinct signs of wear and tear and especially the damage to the cutting edges clearly evidence heavy instrument use over an extended period of time including overstressing. The conclusion, therefore, is misuse, incorrect handling, disassembly of a no-take-apart device and subsequent inappropriate reassembly as well as lack of proper function-test procedures prior to reuse. CAPA action required? Mfg processes & design no. User handling: yes. The hosp should be instructed to visually inspect the device after reprocessing in order to detect residual contamination and/or instrument damage. Every device must be function-tested prior to reuse. If that had been done, disassembly during procedure would not have happened. Instruments that are not clean and/or do not meet their functional requirements, must be removed from the tray immediately. Tontarra does not assume responsibility for unauthorized repairs to their instruments, and will reject all ensuing warranty claims.